Event description:
An aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm size and vessel morphology are unknown. It is reported that the pt presented to the hosp with a perioperatiave ruptured abdominal aortic aneurysm. The pt would not tolerate open conversion; therefore, the physician tried to deploy a bifurcated stent graft. It is reported that the stent graft was deployed somewhat successfully. The pt rec'd several pints of blood during the procedure. It is reported that the pt died the next morning of a myocardial infarction. The aneurysm did not rupture post operatively; therefore, it was not device related. Futher info is pending from the user and user facility at this time.